Event description:
The device (bipolar forceps mcen64 120mm wormald) was returned to mxi for service and repair. It was reported that the forceps heated up at the cable connection and not at the tip.

Manufacturer narrative:
No known impact or consequence to patient. (B)(4). Electrical issue. This MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA 884ac was opened to address these issues.